Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm. The customer also reported that pump was louder during rewind and crack in pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-381a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-381a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Thus software was utilized and uploaded trace/history files properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Unit rewound properly during testing. No unexpected alarms noted during rewind, prime/fill or during self test. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. During download history review no relevant alarms confirm in download history files to confirm complain code. -proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Moisture damage confirmed on pcba 1 and motor assembly noted during visual inspection. P-cap locked in place properly during testing. The following were noted during visual inspection: missing display window/cover, stained keypad overlay, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked, serial number label missing, end cap address label missing and keypad overlay texture damage. In conclusion, no delivery alarm and rewind anomaly were not confirmed during testing. Unit was tested successfully. Cosmetic damage confirmed at the battery compartment when cracked case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Exposed to moisture confirmed on pcba 1 and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.